Event description:
It was reported that during the procedure, the helix of right ventricle (rv) lead was failing to extend. The rv lead was replaced and the procedure continued with the new lead on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. A complete lead was returned in once piece. X-ray examination of the lead noted the inner coil was over torqued at the connector pin region. The cause of the reported event was due to blood / tissue in the helix housing, on the inner coil and over torque of the inner coil consistent with procedural damage. No other anomalies were found.